Manufacturer narrative:
Pharmacovigilance comments a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The reported events are addressed in the label. The case was assessed as serious due to the intervention required to prevent potential permanent damage to body structure and the hospitalization required to provide the patient with intravenous medication. Corrective action the events are already addressed in the labeling. No corrective or preventive action will be initiated. Lot number was not reported and a batch record review cannot be performed.

Event description:
(B)(4) is a spontaneous report sent on 20-jul-2016 by a physician which refers to a female aged (B)(6). The patient's medical history was not included. On (B)(6) 2016, the patient received treatment with 1 ml restylane perlane (lot unknown) to nasolabial fold with needle and unknown technique. One (1) day later, on (B)(6) 2016, the patient experienced pain(implant site pain) in left side of face. One (1) day later, on (B)(6) 2016, the patient experienced purple area/dark area(implant site discolouration) at left nasal ala and left upper lip. One (1) day later, on (B)(6) 2016, the patient experienced vasocompression/ischemia(implant site ischaemia) at left side of face. Unknown time later, on (B)(6) 2016, the patient experienced ulceration(ulcer) at the gum of the mouth. In the following day ((B)(6) 2016), she complained that she was feeling pain and that the treated area was purple, symptoms which were sign of vases compression. As the reporter believed it was an ischemia, the patient received an application of hyaluronidase; acetylsalicylic acid as well as cebralat (cilostazol) were also employed as corrective measure. On (B)(6) 2016, she was subject to a new session of corrective measures, which included 0.10 ml of hyaluronidase + corticosteroid (nos) + a not-informed anti-inflammatory drug. On (B)(6) 2016, she talked with an angiologist, who prescribed cebralat 100 mg (cilostazol) + acetylsalicylic. Furthermore, the patient was advised to hydrate her skin with dersani. In that occasion, she complained about symptoms on her mucosa, for which reason she used the ointment gingilone (hydrocortisone, neomycin, troxerutin, ascorbic acid and benzocaine ) and she rinsed her mouth with liquid nystatin. On (B)(6) 2016, a darkened area was noticed on the patient's left nasal ala and on her upper lip (left side). On (B)(6) 2016, patient was admitted to a hospital where she received an unspecified oral antibiotic drug. At the time of the report ((B)(6) 2016), she was being medicated with an unspecified intravenous antibiotic. According to the reporter, the patient presented no sign of systemic infection; she was well and her clinical condition, stable. Additionally, the reporter explained the patient did not present necrosis, only ischemic areas and ulceration on her mouth's gum, which she considered to have been caused to the patient's bite. Physician considered the employment of a hyperbaric chamber technique as corrective measure.